Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) verified that there was an "iab disconnected" in fault log, but he was unable to duplicate the failure. The stm performed the full preventive maintenance (pm), calibration, functional check, and safety test. Device passes all tests and is cleared to return to clinical service.

Event description:
The customer reported that while in use on a patient, the cardiosave had blood pressure disconnect message. However, there was no patient injury or harm reported. No additional information is available.